Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient's leadless pacemaker was found to be in backup mode. The device was successfully restored. There were no patient consequences.